Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This information was received from medwatch report number (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch was received that states that the patient had a chronic pseudomonas driveline infection and was admitted on (B)(6) 2021 due to worsening symptoms of infection. The patient's culture confirmed cipro-resistant pseudomonas. Surgical intervention was not required. Antibiotics were changed to meropenem for a 4-week course.